Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as a lot number was not provided. However, the supplier reviewed the record in the last 2 years and no abnormal situation was found. There are 169 occurrences reported in the past 12 months. No sample was available for investigation, only photos were provided. Lint was found on the surface of the product. According to supplier, operating room towel is made of cotton, so cotton fiber is born. Supplier continuously is working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation that happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that high lint levels from the operating room towels pwtb04-stm in the open hear basic pack chip99oh7d were found on staff¿s hands and instruments during a coronary artery bypass graft, CABG, procedure. There was no patient injury. Report being filed for risk.